Manufacturer narrative:
The handpiece was returned and an investigation was conducted. The handpiece uit feature was found to be functional. Some degree of flow restriction was found in the proximal end of the co2 extension tubes due to the presence of foreign biological material, however, the tubes were still partially patent and it is unclear at what point in the procedure the foreign biological material entered extension tubes. The rf controller was returned and an investigation was conducted. The uit feature in the rf controller was found to be functional. All rf controller specifications relevant to the uit function were also tested and all were found to be in compliance with manufacturer's original specifications. Uterine perforations are known complications of endometrial ablation. Complications associated with uterine perforations are addressed in the warning section of the minerva endometrial ablation system operator's manual and instructions for use, including the statements: use caution not to perforate the uterine wall when sounding, dilating or inserting the minerva disposable handpiece. Excessive force applied during placement of the minerva disposable handpiece may result in tissue injury including perforation. The relationship between the device and the reported adverse event could not be established.

Event description:
It was reported that a (B)(6) years-old peri-menopausal woman suffering from aub (e) unresponsive to conservative therapy using ocs and mirena iud underwent the minerva procedure. Diagnostic hysteroscopy revealed a normal uterine cavity with no evidence of pathology. The uterus sounded to 8-cm, cervix-3, cavity being calculated to 5-cm. Doctor inserted the minerva device and when it was deployed the indicator stayed in red indicating suboptimal deployment. Minerva device was removed and a second attempt for insertion and deployment was made, which resulted in the same outcome. The minerva device was removed and using a uterine sound user assessed the uterine cavity for integrity in the areas of the fundus and both ostia. No clear evidence of perforation was noted, however active bleed ensued. The minerva device was then inserted for the third time and after some manipulation it deployed to green. Uit was initiated and passed on the first attempt, which was followed by a 2-min uninterrupted therapy cycle. Minerva device was removed. Doctor performed a pre-scheduled laparoscopic salpingectomy during which he noted a uterine perforation with evidence of thermal blanching on the uterine serosa and bowel. Laparoscopic bowel resection and end-to-end anastomosis was performed. The patient was discharged from the hospital on day five, without sequelae.